Manufacturer narrative:
Device is a combination product. D4: lot # corrected from 0022363494 to 0021779839. D4: expiration date corrected from 12/30/2019 to 08/18/2019. H4: device manufacture date corrected from 07/03/2018 to 02/19/2018. A promus element stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no damage. A visual and tactile examination of the hypotube identified no damage. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous left circumflex artery. A 2.50x16mm promus element drug-eluting stent was advanced, but failed to cross the lesion even after many attempts. After withdrawal of the device, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous left circumflex artery. A 2.50x16mm promus element drug-eluting stent was advanced, but failed to cross the lesion even after many attempts. After withdrawal of the device, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.